Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. The initial reported event of [it was reported that right ventricular (rv) lead integrity alert (lia) had triggered due to oversensing. A fracture was suspected. The lead was reprogrammed with detections off prior to being replaced. No patient complications have been reported as a result of this event.] Was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead integrity alert (lia) had triggered due to oversensing. A fracture was suspected. The lead was reprogrammed with detections off prior to being replaced. No patient complications have been reported as a result of this event. (B)(6) 2019: it was further reported that the lead was capped and replaced.